Event description:
A home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted the hp with troubleshooting. The hp identified air gaps in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr advised the hp to make sure that the patient line was fully primed before connecting. On (B)(6) 2010 product surveillance spoke with the hp regarding the air gaps found in the patient line. There was no further detail provided regarding the reported condition. The hp stated that he received a transplant and was no longer using the hc. No patient injury or medical intervention was reported.

Event description:
Customer reported system would not boot up, and no display on either monitor. No patient injury was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on information obtained from baxter's investigation, the cause of the low drain volume alarm was air in the patient line. Potential use errors and proper user instructions are address in homechoice apd systems patient at-home guide. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.